Event description:
It was reported that post op of a low anterior resection procedure, the patient was brought back to surgery to re-suture the anastomosis site. The current status of the patient is unknown. No further details are available. The device was discarded. Additional information was requested, but to date, no more information has been received.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.